Event description:
It was reported that an asymptomatic patient presented in clinic after experiencing a vibratory alert for nsln due to post paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. The device was re-programmed.

Manufacturer narrative:
No medwatch form was received.